Event description:
Home pt (hp) contacted baxter's technical service center (tsc) for assistance during apd therapy. Reportedly, the hp noted solution bag had become disconnected and home patient had restarted therapy with the same supplies. The tech assisted the hp to end the therapy and hp was advised to contact home patient's nurse. Follow up with the rn indicated no pt injury or medical intervention was related to this incident.